Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after changing supplies and not announcing a lunch that included an ice cream bar and a hotdog, with a lowest documented blood glucose of 58 mg/dl followed by recovery to 108 mg/dl. Symptoms included dizziness and confusion, with the user reporting feeling better by the end of the call. Outcomes included transient symptomatic hypoglycemia without medical intervention or hospitalization. Investigation included troubleshooting and education performed by support personnel. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that no device alerts or alarms were reported and that the event resolved with oral carbohydrate intake.